Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as hives and open skin. The patient reported a possible allergy to the silver mesh or therapy pad. The patient stated the rash repeats the cycle of redness, then they pop, and then itchiness. There was no alleged device malfunction contributing to the irritation. The patient sought medical attention from a pharmacist but there is no evidence of any medication prescribed. The patient reported unscented lotion was helped the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.